Manufacturer narrative:
The reported header anomaly was confirmed in the laboratory. The rv is-1 tip setscrew hex cavity was found to be damaged. It was believed that silicone material present in the setscrew hex cavity prevented full insertion of the torque driver.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine implantable cardioverter difibrillator change out procedure, the ventricular setscrew could not be loosened. The device was placed back into the pocket and remained implanted. No patient symptoms were reported.

Event description:
New information indicated that the setscrew was loosened and the device was explanted.